Event description:
Country of complaint: (B)(6). Suture frays during closing of abdominal wall. Dehiscence 3 days later.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site eval: eval is on-going.